Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 18aug2021. 500 milliliters of blood was lost at the end of the procedure.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a patient underwent an unknown procedure where a bakri tamponade balloon catheter was used. When the user injected saline into the balloon, it leaked "from the connection part between the silicone part and the three-way stopcock." The device was replaced by another bakri tamponade balloon catheter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information has been requested but not yet received.

Manufacturer narrative:
Event summary: it was reported a patient underwent an unknown procedure where a bakri tamponade balloon catheter was used. When the user injected saline into the balloon, it leaked "from the connection part between the silicone part and the three-way stopcock." The device was replaced by another bakri tamponade balloon catheter. 500 milliliters of blood was lost at the end of the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. The complaint device was returned without packaging. A function test was performed by inflating the device with water, and leakage was confirmed. Under magnification, the connection between the female luer lock adaptor and the silicone catheter did not appear to be threaded correctly, as the silicone part was not threaded and flush where the leakage occurred. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." A supplier investigation was also completed and concluded: the investigation found that the affected component is supplied to cook from an external supplier. Cook requested that the supplier investigate this occurrence. The supplier reviewed the production procedure for the component. Per cook drawing nusil silicone adhesive was applied between the silicone and the luer lock. After the silicone adhesive has cured, 100% air test was completed filling the balloon at 5psi for 5 seconds. The balloon was left inflated for 15 minutes to determine if there is a leak. In review of production routers there were no leaks were found during this test. The cause of the leak was unable to be determined. The supplier determined that the catheter was manufactured to cook specifications and met all acceptance criteria at the time of release. As no root cause could be determined, no corrective action was be taken. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded that a supplier quality event contributed to the device failure. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.